Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings:a review of the black box showed no evidence of a load step malfunction. The pump passed ez-prime steps and was exercised successfully with no load step malfunction occurring. The pump was opened, and there were no defects found with the force sensor circuit. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the distributor contacted animas alleging a load step malfunction. Reportedly, the pump did not detect the cartridge correctly. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.